Event description:
The programmer was returned to the manufacturer, analyzed, and tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the programmer boots up to the screen and freezes. It was discovered that the programmer has a loose ECG connector. The printer did not work and the print que had an "overheat" message. The cooling fan was noisy.